Manufacturer narrative:
A gas loss in the iab circuit occurs when the pump detects helium loss due to a leak or increased diffusion. A gas loss alarm is triggered when the cumulative shuttle gas loss exceeds the nominal dynamic limit and is active only during specific inflation and deflation timings. Nurse called for clarification after a gas loss alarm occurred once during use of a cardiosave. She restarted therapy using the iab fill and start keys. There was no blood or discoloration noted in the helium extender tubing and all connections were secure. Review showed the patient was intubated on a peep of 12 and had been repositioned prior to the alarm. Troubleshooting steps and possible clinical contributors were reviewed. The nurse was advised to always confirm the helium tubing is free of blood or discoloration before resuming therapy and to call back if the alarm occurred two to three times in an hour.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.